Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 108 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer alleged that the pump did not deliver insulin as intended. Tandem technical support requested the customer upload pump logs; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed.